Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the lead could not be deployed on the right atrium. The physician tried several times but still failed. The lead was removed and replaced to complete the procedure. Patient is in stable condition.